Manufacturer narrative:
The reported events of inability to interrogate and capturing problem were not confirmed. As received, the device output and telemetry communication were normal. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Related manufacturer reference numbers: 2017865-2021-40547. Related manufacturer reference numbers: 2017865-2021-40548. It was reported that the patient presented in clinic for lead revision procedure. It was previously noted that the right ventricular (rv) lead exhibited varying pacing impedance and chest x-ray had confirmed rv lead fracture. It was also previously noted that the right atrial (ra) lead exhibited increase in capture threshold. The rv lead and ra lead were both explanted and replaced. Upon interrogation during procedure prior to pocket closure, it was found that the pacemaker (pm) exhibited no radio frequency telemetry and high capture threshold. The pm was explanted and replaced. Patient condition was stable.